Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 49 months ago. It was reported that at the six month follow-up appointment there was an unknown endoleak; however, this event did not result in a new clinical event. It was also reported at the time of implant there was an uncorrected type iib endoleak coming from multiple collateral vessels. A 3d volume study showed continued slow expansion of the aneurysm sac due to the type ii endoleak. The type ii endoleak was treated with percutaneous trans-lumbar coil embolization. The investigator assessed the type ii endoleak as not device related and procedure related. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).